Manufacturer narrative:
This failure mode poses no risk to the patient because the failure does not negate the ability of the console to continue to perform its life-sustaining functions, and occurred on the fully redundant backup system. This failure mode will be monitored to determine if the failure mode exhibits an upward trend. Syncardia has requested that the part be returned, and upon receipt, a failure investigation will be conducted.

Event description:
This console was not on a patient. Complainant in germany reported that during console checkout, the right pressure regulator of the backup controller was not working properly. The right pressure regulator for the backup controller was replaced.